Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s blood glucose (bg) was in the 500's mg/dl due to inadvertently forgetting to bolus prior to eating a meal. A bolus was delivered to address bg.